Manufacturer narrative:
The initial report had the incorrect information related to auto mode. The correct information has been provided. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 476 mg/dl at the time of incident. Customer treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did receive a calibration not accepted alert and a change sensor alert. The customer stated that auto mode feature was active. Customer reported that they did not allege insulin pump was under delivering. The customer also reported that the insulin pump had insulin flow block alarm. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.